Manufacturer narrative:
Product event summary: (B)(4): the proximal segment of the lead was returned and analyzed; analysis revealed no anomalies. It was noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 6949 implantable tachy lead, implanted: (B)(6) 2005, implantable pacing lead, implanted: (B)(6) 2005, 4196 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing oversensing on the pace/sense portion. The lead that was being used for the pace/sense portion and the existing portion of the rv lead were explanted and replaced. It was also reported that during the extraction of the rv lead, the left ventricular (lv) lead was damaged. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.